Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The 2.5 x 12 mm trek balloon catheter was advanced, but resistance was noted with the guiding catheter. The balloon was unable to inflate properly; therefore, it was removed. It is unknown if there was resistance during removal. A non-abbott balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to position was confirmed. The reported inflation issue could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.